Event description:
The dr had difficulty trying to remove a stent. It appeared to the dr that the stent had either folded over on itself or formed a kink. The dr tried to pass a guidewire through the stent in order to remove it, but was unsuccessful. Dr then tried using a grasper to grab the stent but this was also unsuccessful. The pt was then taken to the operating room where a rigid scope was used. As the rigid scope was passed into the pt the stent became dislodged and was easily removed.